Event description:
It was reported that during a case using the spine map 3.1 3d software, the screws showed lower on the navigation which resulted in the screws needing to be removed and reinserted and the patient needing to be rescanned. The procedure was completed successfully with no adverse consequences and a 40 minute surgical delay.